Event description:
The customer reported that the system was unable to retrieve images from the hard drive. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hard drive, erased a persistent object from the system, reloaded the software, service nodes and calibration files. The system was tested and found to be working as intended and put back in service.